Event description:
It was reported that the customer had an error alarm during the manual prime. The customer's blood glucose level was unknown. Also there were many error alarms during the manual prime in the insulin pumps history. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.